Event description:
Dr (B)(6) reports patient a status post left anterior done on (B)(6) 2015 now has a periprosthetic fracture that needs to be fixed. He proceeded to revise the stem through the posterior approach. The stem was easily removed due to the fracture. He then proceeded to implant a restoration modular hip stem per surgical technique. He place two cables. The trial head was reduced to check leg length and stability. Satisfied the new head was impacted the surgical site closed. Surgery was performed without incidence.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown anato hip stem. An evaluation of the device cannot be performed as the device was not made available to the manufacturer as it was stent to pathology per or protocol. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer